Event description:
It was reported that this pacemaker entered safety mode. This device was explanted. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.